Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.